Event description:
It was reported that the insulin pump alarmed button error and failed battery test. Customer's blood glucose was 130 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. Unable to verify for failed battery test alarm due to no esc and act button response. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.